Manufacturer narrative:
Additional information was added to d9, h3, and h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak testing and clear passage testing was performed and there were no issues noted. The connection between the female connector of the returned transfer set and the patient connector of the cassette was tested with no issue noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was unable to disconnect the patient line of the amia automated pd cycler set from the transfer set. This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.